Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had stuck button three times. The customer's blood glucose level was 18.9 mmol/l at the time of the incident. The customer did not lay or pressed on the insulin pump. It was reported that the reservoir and infusion set was replaced and the insulin pump alarmed no delivery again. It was reported that the set seemed fine. The insulin pump also alarmed no delivery during bolus. The alarm history contained a lot of stuck button alarms and no delivery alarms. The customer will monitor the insulin pump. The insulin pump will not be returned for analysis.